Event description:
It was reported to target that, "during use, using balloon for remodeling with a transend guidewire after five inflation's and deflation's the balloon began to leak from the distal part".